Event description:
Package opened and noted grounding pad cord connector was broken, another one opened and the cover of the connector noted to be separated. Devices not used. Reference report #mw5117607.